Event description:
It was reported that the patient experienced an infection at the ipg pocket following device implant. In turn, the physician prescribed the patient antibiotics. The infection has since resolved.